Event description:
It was reported that a farawave catheter was selected for ablation. After completion of cavotricuspid isthmus (cti) ablation with pre-pulse nitro bolus administered, during the closure of venous access, the patient had st elevation. Administration of additional bolus of nitroglycerin resolved st elevations. St elevation was noted in all leads. Coronary vasospasm was suspected to be the cause. The procedure was completed using original device. The patient is expected to fully recover. The procedure is not expected to return as disposed. It was further reported that the patient was discharged from hospital in stable condition. No air was seen inside patient

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was selected for ablation. After completion of cavotricuspid isthmus (cti) ablation with pre-pulse nitro bolus administered, during the closure of venous access, the patient had st elevation. Administration of additional bolus of nitroglycerin resolved st elevations. St elevation was noted in all leads. Coronary vasospasm was suspected to be the cause. The procedure was completed using original device. The patient is expected to fully recover. The procedure is not expected to return as disposed.